Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous reported by a physician of leaking bags and bacterial peritonitis in a patient coincident with dianeal pd4 2l twin bag therapy for peritoneal dialysis (pd). Pd therapy continued unchanged. On (B)(6) 2012, the patient experienced bacterial peritonitis. The patient was hospitalized due to cloudy effluent, an elevated crp (c - reactive protein) and elevated pd cell count. On (B)(6) 2012, remedial treatment with cifran and cefazolin was initiated. On an unreported date, the peritonitis was disappearing. On (B)(6) 2012, the patient was discharged from the hospital and cefazolin was stopped. Cifran therapy continued until (B)(6) 2012. The reporter classified the severity of the peritonitis as mild. The patient reported that he experienced leaking bags described as damaged and little leaks at the joint of bag and "y" administration set. The patient reported he had administered this faulty solution. On (B)(6) 2012, the patient recovered from the peritonitis. The outcome for the leaking bags was not reported. Per the physician, the event of peritonitis was possibly related to dianeal therapy. According to the physician evaluation, the administered dianeal pd4 glucose 2.27% pd solution could cause the adverse event. An opinion of causality was not reported for the event of leaking bags.

Manufacturer narrative:
(B)(4). The devices involved in the incident unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.